Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found one haptic torn and the other haptic had a piece torn off and missing. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were found. (B)(4). Device not returned.

Event description:
The reporter indicated that, as the surgeon prepared to implant a 13.2mm vticmo13.2 implantable collamer lens, -17.5/+1.0/105 diopter, into the patient's right eye (od), that the "lens was received defective." A back-up lens was used. As of the date of MDR submission, the lens has not yet been returned.